Manufacturer narrative:
Service was not dispatched for this event as the sample was originally suspected as heterophilic. Sample return was requested by beckman coulter for heterophile testing. Sample was discarded by customer and was not returned for evaluation. No definitive root cause can be determined for this event at this time.

Event description:
The customer reported that on (B)(6) 2011 an erroneous cardiac troponin (accutni) result above the acute myocardial infarction (ami) threshold was generated on the access 2 immunoassay system for one patient sample. The patient was an emergency department patient. The result was reported out of the laboratory. The patient was held for further testing based upon the erroneously elevated accutni result. The details of what, if any, testing was subsequently performed was not provided by the customer. A retest of the same sample and a test of a redrawn sample on (B)(6) 2011, on the same instrument, generated similar accutni results. Testing of the initial sample by another method resulted in a "negative" result. Customer states that "other cardiac marker" results were negative. Quality control results and patient sample/handling information were not provided by the customer.